Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported being unable to see four years following an intraocular lens (iol) implant procedure. She reports that her vision is getting worse and her physician has prescribed her corrective lenses. There are two medical device reports associated with this event. This report is associated with the left eye.